Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
While using night aligners the patient reported, "in pain and has two lower teeth that are becoming loose". An update was provided, and the patient has a confirmed slight intrusion of tooth 7, requested 7 days with no upper retainer. We also requested written dialogue findings clearing him to move forward with aligners from the doctor of dental surgery (he was cleared verbally)- a video of current mobility was also requested.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.